Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that one patient's serum sample generated repeat (B)(6) results with the architect hbsag assay on an architect i1000sr analyzer. The sample then confirmed reactive with the architect hbsag confirmatory assay (98.44% neutralization). The sample was then sent to a reference lab where it tested (B)(6). The customer states that they recently passed a cap proficiency survey for this marker without issues. All results generated for the current patient sample were taken from the original sample tube. Other markers tested from this sample with results: (B)(6). This patient also has an elevated ldh at 334 u/l. The customer also states this issue has occurred in the past with other patient samples but does not have any information available. Controls have remained within specifications on all runs. The customer requested a service call. There is no known impact to patient management. No suspect results were reported from the lab.

Manufacturer narrative:
Customer filed data was used to assess the specificity of the architect (B)(6) qualitative assay. No returns were available from the customer site. The timeframe from 10 january 2016 to 09 july 2016 was reviewed. The review shows that across lots with at least 1000 patient test results, the range of median results is 0.163 to 0.209 s/co. The overall median result across all reagent lots is 0.184 s/co. The median patient result for likely cause lot 60470fn00 is 0.183 s/co (based on 65,120 results) which indicates that the lot is performing acceptably and comparable to other lots in the field. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect hbsag qualitative assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue involved one discreet patient sample.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.